Manufacturer narrative:
Investigation is ongoing. Device discarded.

Event description:
During the trans-subclavian tavr for a 29mm sapien 3 valve, dissection at left subclavian artery (lsa) occurred. A 20fr non-edwards sheath had no trouble advancing, however when the delivery system was inserted, it became stuck. There was strong resistance, but the delivery system was able to be removed. A new non-edwards sheath was replaced and a new commander delivery system was able to be advanced with little resistance. The valve was implanted without difficulty. Angiography revealed the dissection at lsa. A stent was implanted for repair and the procedure ended.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery was returned for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use (IFU) and training manuals revealed no deficiencies. As reported, -when the delivery system was inserted, it stuck. There was strong resistance.- per the training manual, -push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.- it is possible that patient and/or procedural factors may have contributed to the complaint event. The complaint description also states, the minimum luminal diameter (mld) of the access vessel was 5.4mm, with no calcification and tortuosity. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. An mld of 5.4 mm is considered undersized for the commander/esheath configuration. However, the mld requirement for the gore dryseal sheath is unknown. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Additionally, the commander delivery system is indicated for use with the esheath introducer set. It is possible that a combination of patient factors and the use of a non-edwards sheath may have contributed to the reported event. Although a definitive root cause was unable to be determined, available information suggests that patient factors (undersized vessel) and/or procedural factors (insertion angle, off-label use) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. There were no manufacturing non-conformance and no IFU/training manual deficiencies identified during this evaluation. Therefore, no corrective action or preventative and no product risk assessment escalation is required at this time.

Event description:
During the trans-subclavian tavr for a 29mm sapien 3 valve, dissection at left subclavian artery (lsa) occurred. A 20fr non-edwards sheath had no trouble advancing, however when the delivery system was inserted, it became stuck. There was strong resistance, but the delivery system was able to be removed. A new non-edwards sheath was replaced and a new commander delivery system was able to be advanced with little resistance. The valve was implanted without difficulty. Angiography revealed the dissection at lsa. A stent was implanted for repair and the procedure ended.